Event description:
During knee arthroscopy the inflow/outflow tubes had been connected as recommended, and the pump had a rotation movement at the time the connecting tubes were flushed. The pump spun forwards and backwards but the fluid still went forward. It was observed an increase of the mentioned pressure was over 300mmhg but was previously set at 120mmhg. It was reported that fluid had diffused in the leg and calf. A subcutaneous aponeurotomy was immediately performed without delaying significantly in the procedure; minutes for incising the calf and to suture the 3cm incision. The next day it was reported that the pt did not present any neurological or vascular sequela.